Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2014, the patient presented with chronic low back pain, neurogenic claudication and right greater than left radicular leg pain. Imaging studies revealed degenerative spondylolisthesis with instability and spinal stenosis at the l4-l5 level. Patient underwent unspecified spinal procedure where rhbmp-2 was used. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.